Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-03152. It was reported that the patient observed a low battery alarm on (B)(6) 2020 and performed a system controller exchange at home. Review of the log file confirmed low voltage hazard events on (B)(6) 2020 while using the mpu. There was a total loss of power to the mpu and the backup battery was enabled. Both power leads were subsequently disconnected, causing no external power events. The next event shown was a driveline disconnect until the end of the log file. The log file from the second system controller showed low flow and low speed events on (B)(6) 2020. The pump was off for about 8 minutes during controller exchange. On (B)(6) 2020 the patient was inpatient at the clinic for a follow up. The log file over the interval from (B)(6) 2020 showed multiple no external power alarms. These events were surrounded by power source changes. There were no low voltage issues shown. The vad coordinator indicated the patient will disconnect the mpu to move from room to room despite repeated training.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event, of no external power alarms due to a controller exchange, was confirmed in the submitted log files. The log files also showed that the patient was disconnecting both external power sources from the controller during power exchanges from mpu to batteries. The customer submitted heartmate 3 lvas log files for the primary and backup controllers for review - noting a patient-initiated controller exchange. Technical service reviewed the log files and confirmed the controller was changed to the backup. From the controller log files, it appeared that the lvad was without power for approximately 8 minutes. The customer submitted a follow-up log file retrieved during the patient¿s clinical visit. The event log captured multiple (three) no external power events ¿ where both external power sources to the controller were disconnected. These events were associated with external power source changes from mpu power to battery. The loss of external power events were resolved within a minute (24, 32 and 55 seconds) and the controller operated on backup battery power during the events. No further information was provided. The mobile power unit (mpu) assembly (pn 108285) was made in jan 11, 2020 (per shop order (B)(4). The unit was packaged (pn 100159807) and placed into stock on jan 23, 2020 (per shop order (B)(4). The unit was sent to the customer on feb 20, 2020 per sap sales order (B)(4). The unit was assigned to the patient on (B)(6) 2020. Per the packaged assembly (shop order (B)(4), the unit was sent to the customer with a locking ac power cord (pn 100160225) for the mpu. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (document # (B)(4) rev a p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.221 low battery hazard alarm¿) and the heartmate 3 lvas IFU (document # (B)(4) rev b p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-16 ¿low battery hazard alarm¿). The heartmate 3 lvas patient handbook (doc # (B)(4) rev a p.21) and the heartmate 3 lvas instructions for use (doc # (B)(4) rev b p.2-29) warn the user that at least one system controller power cable lead must be connected to a power source at all times. Both the IFU and patient handbook provide instructions on how to exchange the system controller in section 2 ¿system operations¿ (IFU p.2-54) and section 2 ¿how your heart pump works¿ (patient handbook p.63). The patient handbook (p.65) cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the IFU (p.2-40) warns: the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from power sources. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 lvad (pump) will restart during a system controller exchange. The manufacturer is closing the file on this event.